Event description:
It was reported that, during intra-operative use in a gastric bypass procedure, the surgeon console (sc) triggered a non-recoverable error. The surgeon console was restarted, after which the procedure continued. The issue resulted in an approximate five-minute delay to the surgery. No injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the field service notes, associated device data and provided image for the reported surgeon console (sc). Review of the field service notes that preliminary review of the logs found that the issue was caused by triggering the handle too fast. The issue was resolved by rebooting the sc. Evaluation of the device data indicates occurrence of error codes ¿local alarms comm loss - surgeon console (sc)¿ and ¿client communication loss¿ indicating sc communication loss. These error codes indicate a non-recoverable inoperable error. Review of the provided image showing the alert message twice - "warning: surgeon console non-recoverable error. Restart the surgeon console. If the error occurs again, continue from bedside or discontinue system use.". Evaluation of the device data for the reported surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a surgeon console communication issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during intra-operative use in a gastric bypass procedure, the surgeon console (sc) triggered a non-recoverable error. The surgeon console was restarted, after which the procedure continued. The issue resulted in an approximate five-minute delay to the surgery. No injury to the patient.